Manufacturer narrative:
Evaluation summary: it was determined experimentally that the distal tip of the lag screw inserter can break off if the inserter drive link is not fully engaged with the lag screw, resulting in a misalignment between the lag screw and the inserter shaft. The surgeon must follow the procedures called out in the surgical technique. Cause cannot be definitively determined. As returned, the portion of the bone depth scale on the lag screw inserter has fractured off the instrument. The fractured components and the inserter drive link were not returned for review. There is a crack that has propagated on the same end of the instrument and is approximately 1/6" long. The instrument has a potential field age of approximately 10.5 years. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the tip of the inserter fractured during use.